Event description:
The international customer reported that the unit alarmed due to a data acquisition pcb adc reference failure. There was no patient involvement.

Manufacturer narrative:
.

Event description:
The international customer reported that the unit alarmed due to a data acquisition pcb adc reference failure. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).